Manufacturer narrative:
(B)(4). The customer reported that the unit fails to power up on ac power. The unit was evaluated locally and repaired by replacing the power supply.

Event description:
The customer reported that the unit fails to power up on ac power.